Event description:
It was reported that the artificial urinary sphincter (aus) balloon was not buried under the muscle enough to apply the appropriate amount of pressure when it was originally implanted. As a result, the balloon migrated. The balloon was explanted and a new balloon was implanted deeper in the body. The patient has since fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was not buried under the muscle enough to apply the appropriate amount of pressure when it was originally implanted. As a result, the balloon migrated. The patient reported experiencing recurring incontinence. The balloon was explanted and a new balloon was implanted deeper in the body. The patient has since fully recovered.